Event description:
The customer reported there is no o2 supply and no pressure. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. An authorized service provider (asp) tested the ventilator and it failed the high pressure leak test and o2 flow test. The asp discovered the unit has an o2 inlet pressure of 95psig. The asp adjusted the regulator on the bottle to bring the pressure within the recommend 40-87psig and the unit passed all testing. Explained the processes to the customer who was satisfied with the results. The ventilator passed testing and was determined to be approved for use.